Manufacturer narrative:
The overall condition of the unit indicated that aggressive use was the most likely cause of the reported melted teflon pad.

Event description:
Teflon pad was melted and was still attached to the scalpel arm.